Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected 2 syringe of juvéderm® ultra xc in the lips. Approximately 1 week post injection, patient reported "oozing" from lips and painful nodules. After 2 weeks, patient was seen by hcp and noted migration and hard nodules. Hcp treated patient with hylenex in a few of the nodules which were firm and difficult to inject. After 5 days later, patient was seen by hcp noted that lips were bruised and tender. Symptoms are ongoing.